Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the abdomen of a patient during a drainage procedure. Around two to three minutes after placement, the device was found to be leaking from the hub. The leaking catheter was removed and successfully replaced with a like device. No adverse events were experienced by the patient.

Manufacturer narrative:
Lot#: 8978824. Concomitant medical products: product received on: 18sep2018. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter and one unopened blue plastic stiffener were returned for evaluation. There was no biological matter visible on the catheter, so it cannot be determined if the product was used. No additional surface damage was noted on the device. A leak test was conducted and was unable to confirm the presence of a leak in the device. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string appeared normal in the threads. The flare appeared lopsided with a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Based on the current review of documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record was performed and revealed no nonconformances in this or subassembly lots that could have contributed to this failure mode. It should be noted that there were no other complaints reported for lot number: 8978824. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.